Manufacturer narrative:
The scs system remains implanted in the patient. The cause of the infection remains unknown. Infection that may require hospitalization with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) is listed as a potential risk in the evoke system user manual. The manufacturing records were reviewed and confirmed that the product met requirements for release.

Event description:
During a routine follow-up visit, a patient implanted with an evoke spinal cord stimulation (scs) system was noted to have an infection at their midline wound. The patient was prescribed oral antibiotics. And the infection was reported to be improving.